Manufacturer narrative:
Tech found that the head was not going up due to a defective hydraulic valve. Replaced the valve to fix the problem. Bed passed the function test. Bed located in ICU.

Event description:
Info indicated that the head was not going up. No injury alleged.